Event description:
It was reported to boston scientific corporation that an interject injection therapy needle, was used during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during preparation the interject injection therapy needle was difficult to remove from its protective hoop packaging. During the procedure, the nurse advanced the interject injection therapy needle through the scope. Upon attempting to advance the needle, it was found that it was detached and "was hanging loose off the end of the catheter." The device fragment did not fall into the patient, and the device was able to be retracted through the scope. The procedure was completed with another interject injection therapy needle. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle, was used during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during preparation the interject injection therapy needle was difficult to remove from its protective hoop packaging. During the procedure, the nurse advanced the interject injection therapy needle through the scope. Upon attempting to advance the needle, it was found that it was detached and "was hanging loose off the end of the catheter." The device fragment did not fall into the patient, and the device was able to be retracted through the scope. The procedure was completed with another interject injection therapy needle. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle, was used during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during preparation the interject injection therapy needle was difficult to remove from its protective hoop packaging. During the procedure, the nurse advanced the interject injection therapy needle through the scope. Upon attempting to advance the needle, it was found that it was detached and "was hanging loose off the end of the catheter." The device fragment did not fall into the patient, and the device was able to be retracted through the scope. The procedure was completed with another interject injection therapy needle. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A lot history search was performed and found no other complaints against the reported lot number. (B)(4).

Manufacturer narrative:
A visual evaluation of the device prior to decontamination found that residue was built up in the distal end of the outer extrusion. A visual evaluation after decontamination found no deformation to the outside of the device. The condition of the returned unit was not consistent with the complaint incident that the needle was hanging loosely during the procedure. Although attempts were made to contact the complainant in order to determine whether the returned device correctly corresponded to the reported event, it could not be confirmed. A functional evaluation found that the needle would only extend 3.5 millimeters past the outer extrusion, which is not within specification. The needle was found to actuate smoothly when the handle was functioned. The outer extrusion, needle length, inner extrusion length, and overall length of the throw of the inner hub and the length of the inner extrusion were found to be within specification. During the evaluation of the device residue build up was found inside the distal end of the outer sheath. It appears that during attempted use residue entered the device most likely between the inner and outer extrusions. The residue appears to have caused resistance between the extrusion, thus not allowing the device to extend the needle fully. The most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A lot history search was performed and found no other complaints against the reported lot number. (B)(4).

Manufacturer narrative:
(B)(4): although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)